Event description:
The manufacturer received information alleging unit failed pm during the active exhalation verification test step during testing. There was no harm or injury reported. Manufacturer field safety technician replaced the three-way solenoid valve while onsite to address the issue.